Event description:
Customer states the gel in the cushion is not evenly distributed and her husband has a pressure sore on his buttocks as a result. Customer states her husband received medical attention for the sore on (B)(6) 2014 and was given oral antibiotics for the sore.